Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the bilateral lower abdomen on (B)(6) 2018 using a cooladvantage plus, coolcurve+ contour applicator, and to the bilateral upper abdomen on (B)(6) 2018 using a cooladvantage, coolcore contour applicator. The patient reported pain within a week of treatment that was resolving by the 60 day visit. Onset of symptoms was (B)(6) 2019 and the patient was diagnosed with paradoxical hyperplasia (pah/ph) in the upper abdomen on (B)(6) 2019.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the bilateral lower abdomen on (B)(6) 2018 using a cooladvantage plus, coolcurve+ contour applicator, and to the bilateral upper abdomen on (B)(6) 2018 using a cooladvantage, coolcore contour applicator. The patient reported pain within a week of treatment that was resolving by the 60 day visit. Onset of symptoms was (B)(6) 2019 and the patient was diagnosed with paradoxical hyperplasia (pah/ph) in the upper abdomen on (B)(6) 2019.